Event description:
It was reported by the physician, the procedure was being performed on a male pt. The catheter was being placed in the pt's right internal jugular when a portion of the catheter broke off and lodged at the right atrium. The piece was retrieved without complication. It was noted a second portion was also ready to break free but the catheter was removed prior to this occurring. As a result, another catheter was used. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.